Event description:
Following a diagnostic right and left heart catheterization, a 6f angio-seal vip was deployed in the right femoral arteriotomy. The pt complained of right leg pain. A stat arterial ultrasound doppler was performed which revealed a displaced angio-seal and an occlusion in the artery. The pt went emergently to the operating room for repair with the pt remaining stable. The surgeon's findings revealed the angio-seal was in position; however, the femoral artery at the location was disrupted with posterior plaque present. An interposition graft repair, right iliofemoral thrombectomy and right femoral endarterectomy were performed. At the completion of the surgical procedure, pulses were present in the right foot. No add'l info regarding the event was available.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.